Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of greater than 125 ohms, then returned within normal range. There was no noise noted. Boston scientific technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.